Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels (61 mg/dl). During troubleshooting with tandem technical support, it was determined that the customer set the pump basal rate incorrectly. Customer ate carbohydrates to address low bg levels.